Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery. A 1.50mmx15mm emerge balloon catheter was advanced for pre-dilation and the device was initially inflated at 10 atmospheres. However, during the second inflation at 10 atmospheres, the balloon ruptured after being inflated for 15 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.